Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
The reported event, hinges broke off, was confirmed. The device was scrapped by stryker.

Event description:
It was reported that at the user facility, the device that the device fractured at the hinges. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the device that the device fractured at the hinges. The user facility was not able to provide any further information regarding the reported event.